Event description:
It was reported that, during implantation of the pt's neurostimulator, two leads were found to have high and out of range impedance readings. Impedance readings were greater than 4,000 ohms on the first lead. A second lead was then used with the same results. Settings on the pt's neurostimulator were increased, but there was no change in the outcome. The neurostimulator was then connected to the old lead, and normal impedance readings were seen. A new (third) lead was used to complete the procedure that resulted in normal impedance readings. There were no pt symptoms reported. The pt's outcome was noted to be "good." It was later reported that the two leads in question had been implanted, had impedance testing performed, and then explanted upon discovery of the high impedance readings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the first lead model 3093 lot unknown found no anomalies. Setscrew marks were in the correct location and the conductors appeared ok. The outer insulation was intact. There were no shorts between circuits and continuity was ok. Analysis of the second lead model 3093 lot unknown found no anomalies. Setscrew marks were in the correct location and the conductors appeared ok. The outer insulation was intact. There were no shorts between circuits and continuity was ok.